Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image was dark and had color bars from the beginning. The reported issue occurred during preparation of use for a therapeutic laparoscopic surgery. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the monitor shows a black screen with no image due to damage on the charge-coupled device unit. Upon further inspection, it was observed that the adhesive on the bending section rubber had a chip due to chemical or physical stress. It was also observed that the bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported dark image could not be determined, however, the issue was likely the result of damage or disconnection of the image sensor unit, due to repetitive use stress, external factors, handling or faulty components on the circuit board. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. In addition, the following non-reportable malfunctions were found during the device evaluation: insertion part curved rubber tear. Insertion tube curved rubber air leak. Insertion tube bending tube fluid leakage. Olympus will continue to monitor field performance for this device.